Event description:
When moving the lead shield into place during a patient procedure, the shield dismantled from the base on the ceiling and fell to the ground striking the physician user, causing injuries.